Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. Hv lead measurements were in normal range during in-clinic testing. The physician turned off the patient notifier and will continue to monitor the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received states that the rv lead was explanted and replaced. No further information is available at this time.